Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was not getting therapy as per the managing physician. The event occurred during normal use. They wanted the catheter and pump replaced. The company representative spoke to the managing physician on (B)(6) 2019 and he said there were volume discrepancies at refill. No catheter access procedure had been performed. The patient was requesting a copay and deductible be paid by the manufacturer for the rescheduled replacement case. The idea to reschedule the case was the patient¿s decision. The replacement surgery was initially planned for (B)(6) 2018 but was rescheduled for (B)(6) 2019. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the report was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but was unknown / would not be made available. No further patient complications have been reported as a result of this event.